Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/26/2025. Photographs were provided by the account. A photographic evaluation was conducted. Two devices were observed in the photographs. Signs of clinical use and evidence of blood was observed. The delivery devices were both observed to be outside the loading devices, with the white plunger not depressed. The seal and tension spring assembly was observed inside the loading device of one device. On the other device, signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed inside the delivery device. The white plunger was depressed and the blue safety lock was off, allowing for the white plunger to be depressed. The tension spring assembly was loaded into the delivery device. The seal was observed to be a opened deployed state. An investigation was conducted on 03/10/2025. A visual inspection was conduced. Only the delivery device with the seal and tension spring assembly was returned for evaluation. Signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed inside the delivery device. The white plunger was depressed and the blue safety lock was off, allowing for the white plunger to be depressed. The tension spring assembly was loaded into the delivery device. The seal was observed to be a opened deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000438521 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) umbrella could not be correctly placed in the aorta.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.